Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was not recovered and they had symptoms or an issue ongoing. The patient turned the implant off and noticed symptom improvement in their urgency. The patient was currently taking myrbetriq and waiting for another revision.

Event description:
It was reported that patient experienced loss of therapeutic effect and less than 50% therapy relief. The location of the symptom or issue was reported to be at the lead location. The old lead was explanted and new lead was implanted .there were no diagnostic tests performed. It was reported that there was a product issue and the issue was resolved. The patient status was reported as "alive no injury". A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient continued to have poor results. The patient tested positive for a urinary tract infection and was placed on antibiotics.

Event description:
It was reported that patient experienced loss of therapeutic effect and less than 50% therapy relief. The location of the symptom or issue was reported to be at the lead location. The old lead was explanted. There were no diagnostic tests performed. It was reported that there was a product issue and the issue was resolved. The patient status was reported as ¿alive no injury¿. A follow-up report will be sent if additional information becomes available.